Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged, one (1) bactec bottle broke while it was inserted into the instrument, which caused blood to leak out. The inside of the affected drawer was disassembled and cleaned. No patient impact reported.

Manufacturer narrative:
Investigation summary: a complaint of "the bottle broke while it was inserted, causing blood to leak out" was received against instrument top bactec fx packaged material number: 441385, serial number: (B)(6). A bd field service engineer (fse) was dispatched. The fse was disassembled and cleaned the inside of the c drawer, thus the issue was resolved. Instrument was found to be functional and released to the customer for regular operation. This is an unconfirmed complaint, and the root cause was unable to be determined. Device history record review for the instrument (B)(6), is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed no previous complaints for this issue. No parts were replaced as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged, one (1) bactec bottle broke while it was inserted into the instrument, which caused blood to leak out. The inside of the affected drawer was disassembled and cleaned. No patient impact reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.